Event description:
Additional information was received. It was reported that the patient was doing fine and there had never been a problem with the patient.

Event description:
It was originally reported the anchor stuck and failed to deploy off the syringe and an accessory kit had to be used. The accessory kit deployed fine. The cause of the issue was not determined and the issue was not resolved. There were no patient symptoms or complications associated with the event. The patient status at the time of the report was ¿alive- no injury.¿ the system was being used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID neu_infusion_acc, serial# unknown, product type: accessory; product ID 8785, serial# (B)(4), product type: accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID neu_infusion_acc, serial# unknown, product type: accessory. (B)(4). Analysis of the catheter found that the catheter anchor did not properly detach from the deployment tool and was unable to be used.